Event description:
This complaint was created due to a medwatch report (mw5184821) received on 03apr26. A search of the complaint system has not found a complaint reported for this event description and facility during this timeframe. The report was found to be written against a plpul2020, ultra surgical smoke evacuation pencil. This event was reported as neither a product problem nor an adverse event, with the medical device problem code indicating "no apparent adverse event". The report states: ¿it was reported that, during gender affirming bilateral mastectomy with free nipple graft, there were 2 units in use. Each unit had a non-medtronic pen plugged into the monopolar port. Each unit also had a non-medtronic rem pad plugged into the rem pad port. The non-medtronic rem pad was placed on the patients' upper thigh. The monopolar settings were set to 60/60. According to the nurse the patient suddenly started to brady down while using both handpieces. Anesthesiologist asked them to stop while trying to figure out what was going on. The patient ended up in asystole and chest compressions had to be performed. Rosc (return of spontaneous circulation) was achieved and the patient was brought to the pacu (post-anesthesia care unit) extubated. The surgical time and hospitalization were extended, and patient is now in the ICU.¿. There was no report of malfunction of the plpul2020 device. The reporter asked to remain anonymous; therefore, no further information could be sought. This report is being raised on the basis of the reported injury of the patient experiencing asystole.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.